Manufacturer narrative:
The unit received pump error 37 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self test or verify no delivery, 38 alarms due to the pump error 37. Unable downloaded trace/history files properly due to files corrupt or missing. However, the test guardian link with the glucose sensor simulator communicates properly to the pump. No device not found, lost sensor alarm during testing. The pump was cut open to perform visual inspection and found no moisture damage electronic assembly. However, found corroded motor home switch during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. Unable verify no delivery, 38 alarms due to the pump error 37. Pump error 37 during rewind confirmed due to corroded motor home switch. The test glucose sensor simulator communicates properly to the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, insulin flow blocked alarm, pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), device not found. The customer reported no adverse event. The event involved product(s) mmt-1884, unomedical, unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for unomedical, unk_reservoir.